Manufacturer narrative:
Visual and microscopic evaluation of the suspect device found that the jacket of the catheter was lifted at the guidewire lumen fuse-point, 9mm from distal tip. Inner lumen was also lifted (did not lay flush with rest of device). No laser fibers were exposed. Failure occurred at fuse joint. Unable to pass guidewire through device during testing as guidewire entry point and inner-lumen were deformed. Philips field representative reported that the cardiologist was having difficulty with his guide support. He lost placement the guide which pulled the guide wire and fiber catheter back simultaneously. He said that the catheter may have gotten caught on a stent strut.

Event description:
A philips representative reported that during a coronary laser atherectomy procedure for in-stent re-stenosis, the spectranetics coronary atherectomy catheter (elca) 110-004 device was used. When taken out of the patient, it was discovered there was a deformation in the outer jacket of the device where the guidewire enters the inter-lumen of the catheter. The physician used another disposable elca catheter and the case was completed successfully. No impact/harm to the patient occurred.